Event description:
Report received from the USA stating that the device would "no secure attachment/burr". The device was being used during surgery. There were no pt or user injuries reported. It is unk if delay or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).